Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d704 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since (B)(6) 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for complaint category, tubing leak. No trend was detected for this complaint category. No corrective and preventive action was initiated for complaint category, tubing leak. Product return analysis feedback: a photo analysis was conducted for this complaint. A review of the photographs confirmed that the bowl connector that is press fit onto the bowl inlet port was disengaged. The connector is designed to press fit onto the bowl port, relying on an interference fit. A review of the device history record did not identify any related nonconformances. No similar product returns were found for lot d704. In addition, there were no related nonconformances found for the mating parts. The investigation was unable to determine a root cause for the blood leak as no manufacturing related defects were confirmed during the evaluation. Based on the analysis, no remedial actions will be conducted. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
The customer reported a disconnected tubing line and subsequent blood leak at the centrifuge bowl during the beginning of the first cycle. The customer aborted the treatment and did not return the volume to the patient. The patient was in stable condition and was treated in a second treatment. Service was not requested at this time. The customer did not want to return the kit. Photos have been submitted for investigation.